Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [ad1820789] number, and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the display of the vapr® vue¿ generator is shorting out, was confirmed. A black display was identified with the device upon evaluation and an error code 07 - power failure during cycle. There were also minor scratches on the device identified during decontamination. The service of the device was declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The power supply failure would have caused the display issue as reported by the customer. However given the information provided, we cannot discern a definitive root cause of the power failure with the device. The minor scratches on the device are most likely a result of user mishandling of the device. A manufacturing record evaluation was performed for the finished device serial number: (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the display on the vapr® vue¿ generator device was shorting out. Another device was used to complete the procedure. There was a five minute delay in the procedure trying to troubleshoot. There were no adverse patient consequences reported. No additional information was provided.